Event description:
The customer reported an error message displayed on the screen. They had to cancel one case. There was no pt injury reported. Multiple attempts were made for more info on the event, with no response.

Manufacturer narrative:
The customer did not request a service request to check the system. The customer ordered a footswitch and cable. The returned footswitch was connected and the console was powered on. Upon depressing the footswitch treadle the error message was displayed. The footswitch was then tested using a footswitch tester and was unable to pass. Both these test confirmed the reported issue. The transistor on the footswitch printed circuit board assembly was tested and found to be non-conforming. The transistors resistance was shorted. This non-conformance is responsible for the reported issue. There were no additional complaints for the system. There were no additional service requests related to the reported event. This report mailed in to FDA on: 05/09/2008.